Event description:
Related to MFR report # 2183959-2012-00038. "On or about (B)(6) 2009," an elevate system was implanted to treat stress urinary incontinence. It was reported that, "after, and as a result of the implantation," she, "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, severe rectal pain," and other injuries. Also, she experienced, "significant mental and physical pain and suffering and she has sustained permanent injury."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.